Event description:
I had lasik surgery about 1 year ago. I opted for the laser, rather than the doctor, to make the cuts. For a couple of months after my surgery, I had very painful dry eyes. It was painful to open my eyes after a night's sleep. My doctor prescribed various eye drops, but nothing really worked until I received a prescription for restasis. In my opinion, restasis should have been prescribed on the day I received the lasik surgery. On a daily basis I still suffer from dry eyes, but nothing as painful as before the restasis. Now, I use otc bausch&lomb soothe drops when I wake up in the morning and throughout the day. Other than dry eyes I haven't had any other problems.